Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. The instrument fired and the tacks seated properly in the test media. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic promontofixation, the device did not fire at the beginning when the surgeon fixed the mesh. The device was blocked. There was no injury caused to the patient and no medical intervention was required.